Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering found that the tip cover has multiple holes approximately roughly .020 in diameter burned through the silicone. The silicone exhibits localized melting around the holes, indicative that multiple arcing events occurred. The holes are located .200 and .300 above the silicone to sleeve interface. The tip cover also has a mechanical tear in the silicone near one of the holes. The endowrist instruments instructions for use (IFU) specifically state: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. On (B)(4), 2010 user facility med watch report (B)(4)was received indicating that the patient was in stable condition post operatively and no complications were reported during the follow up examination.

Event description:
It was reported that during a da vinci s prostatectomy procedure, while preforming dissection, the surgeon observed arcing to adjacent tissue from the monopolar curved scissors (mcs) with the mcs tip cover accessory installed. Examination of the tip cover accessory by the surgical staff revealed that the tip cover had two holes. The planned surgical procedure was completed with a replacement tip cover. No patient complications or adverse outcome was reported.

Manufacturer narrative:
(B)(4).